Manufacturer narrative:
Concomitant medical product: 5024m-52, lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported. On (B)(6) 2019 it was later reported that the patient experienced shortness of breath and fatigue. The right atrial (ra) lead exhibited occasional loss of capture. The lead was reprogrammed and remains in use. Additionally, in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No further patient complications have been reported as a result of this event.